Manufacturer narrative:
Unknown taper. Medwatch sent to FDA on 12/10/2015. The reporter of the event was asked to return the product for analysis, and to indicate product serial and catalog number. To date, apollo has not received the device or any additional device information, thus the taper type associated with this complaint is unknown. If the device and/or additional information is provided, the connecter type associated with this complaint may be determined. The reporter of the event was asked to provide additional information, including implant date, patient information (age, sex, weight, relevant medical history, concomitant therapies), device information, and any diagnostic testing performed. To date, apollo has not received further information. Device labeling addresses possible outcomes of leak(s) as follows: adverse events: unplanned deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band system is a long-term implant. Explant (removal) and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: the patient's lap-band system was found to have a leaking port. The port only was removed and replaced.